Manufacturer narrative:
There were multiple common device names and medical device types reported to be involved. The information for each is listed below: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for discolored tubing with the incident lot was observed with the unpackaged sample. The sample in the unsealed packaging was inspected, however, no discolored tubing was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for discolored tubing with the incident lot was observed with one of the samples. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection sets had discolored tubing. No serious injury or medical intervention reported.